Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose levels, hospitalization and alarm generated due to movement in the hall sensor unexpected by the insulin pump alarm. Customer¿s blood glucose level was unknown. Nurse performed troubleshooting. Nurse advised the displacement test and self test were both successful and passed. Customer was admitted into the hospital due to high blood glucose levels. The insulin pump will not be returned for analysis.